Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced weakness. It was noted that the right ventricular (rv) lead exhibited undersensing and chronic high thresholds. The right atrial (ra) lead exhibited undersensing. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.